Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stet damage occurred. The target lesion was located in a calcified coronary artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that a distal stent strut was compromised. The procedure was completed with a shorter 2.50 synergy ii stent. No patient complications were reported and the patient's status was good.